Event description:
During ventilator check by respiratory therapist, vent transferred to battery mode and read, "ac power in-op." Pt was manually ventilated until ventilator could be replaced. There was no adverse outcome to pt. Upon inspection, ventilator was noted to have a very loose ac power cord connection. A new bracket was ordered from the vendor and the power supply was repaired by bio-med staff.